Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) female patient's electrode belt cables were damaged and the patient was receiving "add gel" messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages, damaged cable) was confirmed. Upon investigation the cable connecting the distribution node (dn) to rear therapy electrodes was pulled from the strain relief, which damaged wires and caused the reported "add gel" messages. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.